Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five minutes after starting the dialysis treatment with a revaclear 400, the patient experienced nausea, vomiting, wheezing, chest tightness, and irritability. It was further reported that two minutes later, the blood pressure reading was 140/90mmhg and ultrafiltration was discontinued. The patient received dexamethasone (5mg intravenously) and oxygen inhalation subsequently, the patient's symptoms were relieved and the hemodialysis filter was replaced and treatment was completed. No abnormality of the filter was observed before and after use. No additional information is available.